Event description:
It was reported that a malfunction has occurreed. The tension gauge broke during surgery.

Manufacturer narrative:
The associated tension gauge was returned and evaluated. A visual inspection of the product confirmed the gauge was broken in half. The broken piece is not returned. The gauge shows signs of significant wear/usage. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should the device or additional information be received, the complaint will be reopened.